Manufacturer narrative:
(B)(4). The device was returned for evaluation. The deflation issue was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the proximal left anterior descending artery, with mild tortuosity and no calcification. Pre-dilatation was performed with a 3.0 x 18 mm unspecified balloon. The 3.0 x 23 mm zeta stent was deployed at 14 atmospheres (atm), 1 inflation for 10 seconds. After deployment, it took four attempts to deflate the balloon before it fully deflated and the stent delivery system (sds) was able to be removed. Once outside the patient, the sds was tested (inflated) and again the balloon could not be deflated. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.